Event description:
Rn called in to report a patient experienced a minicap falling off their transfer set. Three days after the incident the patient was diagnosed with "peritonitis". A set change was performed. Patient was treated outpatient with antibiotics. (Medications and dosages unknown). No patient information provided. Rn does attribute the peritonitis with this incident.